Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check: failed. Share log review: no data. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received but does not reflect full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.